Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information was received concerning the complaint. The two results provided for each patient were generated from separate samples. All results provided were generated from the cobas c311 analyzer and were all reported outside the laboratory. No patients were adversely affected. Both patients were previously not taking medicine and were given clexane and marfarin for therapy.

Event description:
The customer received questionable d-dimer gen 2. Results for two patient samples. Sample 1: the result was 672 ng/ml. After four days, the result was 318 ng/ml. Thrombosis was investigated by doppler test. Sample 2: ((B)(6) old woman) the result was 4183 ng/ml. After three days the result was 607 ng/ml. The patient had abdominal pain without "thrombosis". It was unclear if the results provided were generated by the cobas c311 analyzer or from a vidas analyzer. Clarification was requested, but was not provided. Information concerning if any erroneous result was reported outside the laboratory was requested, but was not provided. Information concerning if any patient was adversely affected was requested, but was not provided. The d-dimer reagent lot number was 694168 with an expiration date of 03/30/2015.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.